Event description:
It was reported that during device replacement for normal eol, externalized conductors were observed. The electrical function of the lead was tested and no anomalies were observed. The lead remained implanted. The patient was asymptomatic and monitoring will continue.